Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the first returned product noted a tack was protruding from the tip of the device. A visual inspection of the second returned product noted the timing was disrupted. The trigger of the first instrument was actuated and the remaining twenty-three tacks deployed but did not seat properly due to the disrupted timing. The trigger of the second instrument was actuated and the remaining twenty-eight tacks deployed but did not seat properly due to the disrupted timing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the tacks did not penetrate the tissue. They used another device to complete the case.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the tacks did not penetrate the tissue. They used another device to complete the case. There will be an additional operation to correct the issue.